Manufacturer narrative:
H3, h6: software logs and archives were unavailable. The manufacturer representative (rep) reviewed case details to determine if software could've caused the reported issue. As per the case description, the site faced an inaccuracy issues while planning screw placement. The instrument attached to purple navlock appeared to be 2-3mm laterally deviated. The rep attached a alternative navlock tool, verified the instrument and issue resolved. Without logs and archives, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. D15 is applicable. Previously reported codes b01 and c19 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sw kit 9735740 stealth s8 spine, version 2.1.0 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that while planning screw placement, the instrument attached to the tracker appeared to be 2-3mm laterally deviated in the software. The representative attached an alternative tracker to the tool, verified the instrument, and the issue resolved. There was no delay in surgery. There was no impact on patient outcome.